Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Event summary: it was reported that a (B)(6) years old female patient received thr in 2012 or 2013. Subsequently she fell in (B)(6) 2016, however, the CT scan showed no findings. On an unknown date she underwent a revision surgery due to infection and worn head, inlay, and acetabulum. The stem was still intact and tight. Review of received data: one undated ap view pelvis x-ray was received for the investigation. The inclination angle of the left cup is indicated as 46.8° on the x-ray. This angle is confirmed. The left femoral head is seen to be not centered in the acetabular cup and migrated laterally in the cranial direction. The shape of the head can be observed to be not round anymore, confirming the worn out process. Some white zones are observed around the neck of left femoral stem, which might be attributed to the islands of wear particles. Photo of the explanted cup and head are returned. The metallic cup, which is mostly covered with blood, is seen to be still assembled with the ceramic inlay inside. Significant area of the inlay and cup are excessively worn out. At the center of the inlay grey zones are observed, which might be due to the worn out metallic particles. The photo of the ceramic head shows that the head is as well excessively worn out on the articulating surface and lost quite some volume. Erratic metallic transfer seen on the worn zone indicates the contact between the metallic cup. One photo of an applied synovasure test is received, which shows the test result is valid and negative. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Surgical technique for the allofit it alloclassic acetabular system states on page 3 under preoperative planning that "the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line." Root cause determination using dfmea #: dislocation due to intra-operative debris between liner and head. => possible: correct use of the device is not under zimmer (B)(4) control. Wear to head or liner due to surgeon does not follow surgical technique. => possible: no surgical report is returned for the investigation, therefore cannot be excluded. Wear to head or liner due to damaged head / liner during reduction(s) and surgical dislocations. => possible: no surgical report is returned for the investigation, therefore cannot be excluded. Wear to head or liner due to intra-operative debris. => possible: correct use of the device is not under zimmer (B)(4) control. Wear to head or liner due to increased frictional forces due to 3rd body debris between head/ ceramic liner. => possible: correct use of the device is not under zimmer (B)(4) control. Wear to head or liner due to mismatch of head/liner articulation diameters. => not possible: head/liner articulation diameters match. Wear to head or liner due to hard bearing debris remains after liner exchange. => possible: it is not known if the liner was exchanged. Wear to head or liner due to scuffing / stripe wear of ceramic liner caused by micro separation. => possible: no device was returned for the investigation, therefore cannot be excluded. Wear to head or liner due to joint laxity. => possible: no surgical report is returned for the investigation, therefore cannot be excluded. Wear to head or liner due to surgeon error due to inappropriate head / liner combination. => possible: head is unknown, therefore cannot be excluded. Wear to head or liner due to surgeon trials with a implant / provisional combination (implant liner / provisional head or vice versa). => possible: no surgical report is returned for the investigation, therefore cannot be excluded. Wear to head or liner due to insufficient head / liner dislocation distance. => possible: no surgical report is returned for the investigation, therefore cannot be excluded. Wear to head or liner due to use of unapproved (non-ceramic and competitor) head. => possible: head is unknown, therefore cannot be excluded. Conclusion summary: devices were not returned for the investigation. Lot numbers of the devices were not available. Only one undated x-ray, where the inclination angle of the cup is observed to be higher than the normal range stated in the surgical technique (40-45°), was received. However, since there are no other x-rays taken right after the implantation surgery, it is not known whether this angle was in the normal range upon implantation. A possible scenario can be that subluxation of the ceramic head at a time have led to articulation between the metallic shell rim and the head, resulting in wear to head/shell, and subsequently a breakage on the liner due to unbalanced force acting on. However, it is not possible to comment further on that due to significant absence of medical data. In addition, since no surgical report was received, it cannot be said whether the surgical technique was followed or not. Regarding the infection stated in the complaint description, it is noticed that the received photo of the synovasure test shows negative result meaning that the infection is not existent. In any case, the gamma sterilization specification of the devices certify the suitability of sterilization. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer (B)(4) devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Three picture were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox head (exact catalogue number unknown) in 2012 or 2013. A revision surgery was performed on an unknown date because the femoral head, the inlay and the acetabulum became worn. The shaft was still intact and tight. It was further reported that the synovasure test was positive, indicating an infection.